Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD and 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and varying pase/sense impedance measurements. The rv lead also exhibited noise, increased pace/sense impedance and a fracture. The rv lead was explanted and replaced. The right atrial (ra) lead exhibited high thresholds and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was oversensing and was programmed off prior to being explanted. The patient is a participant in the post approval clinical surveillance product surveillance registry.